Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to a loss tooth.

Event description:
The provider/patient reported the following: the case we had for patient (B)(6), well she was just in and I think the first aligners that were super tight with minimal blockout. Aggravated #13 pretty badly. The tooth loosened up and we needed to pull it today. She knows that it already had severe bone loss and was mobile but it scared her so much she does not want to continue treatment with aligners. I tried explaining that without the tooth they should feel more comfortable. I also explained that the new ones shouldn't hurt as badly because they have been modified. She is pretty adamant about not wanting to lose any more teeth and does not want to continue.